Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level of over 500 mg/dl due to a bent cannula, which he tried to correct with a bolus. Subsequently, he went to the emergency room with a blood glucose level of 680 mg/dl where insulin drip was administered. The patient had high ketones, which the healthcare professional assessed as dangerous/life threatening. He stayed there for three hours and was subsequently hospitalized on (B)(6) 2020, where insulin drip was given as corrective treatment which resolved the issue. The infusion set was used for one day. On (B)(6) 2020, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.